Manufacturer narrative:
Additional information: in reviewing the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. When the malfunction was noticed, an alternate treatment was used and later a backup device was used to continue therapy, at no time was the patient without therapy and no serious injury was reported. This event is considered not reportable pursuant to 21 c.f.r. §803.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during treatment, a patient complained about an unknown profore lite, stated that the glue application on the bandages are uneven and bad, also that the rolls are poor and wrinkled, this means that it cannot be attached evenly to the leg. Treatment will be resumed with a competitor's back-up device. Patient was not injured as consequence of this problem.